Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced skin irritation and overgrowth at the abutment site, and was treated with steroid/antibiotic antibiotic drops. The implanted device remains.